Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). On receipt of the device the history and memory logs were downloaded. The history log showed the pad-pak was first installed successfully on the 22nd march 2013 and performed to specification up to the 27th december 2015. During this time the device records multiple occasions in which the temperature was recorded outside the operating range for this device (0-50 degrees celsius) with a low of -12 degrees celsius and a high of 53.9 degrees celsius. On three occasions this triggered the device to issue a temperature fail warning via three audible beeps. On the 3rd january 2016 the device failed the weekly auto self-test due to a low battery. Investigation found adverse storage conditions resulted in the device issuing a low battery warning. The battery monitoring circuitry was verified during the investigation and the device temperature cycled between 0-50 degrees celsius for 48 hours while performing a self-test every 20 minutes. This equates to approximately 33 months of normal operation without fault.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad unit has flashing red status indicator light.